Manufacturer narrative:
(B)(4). During a procedure it was reported there was an error displayed on carto3, the catheter¿s 10th electrode did not have signal. The issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. This event was reported on (B)(6) 2013. This catheter was received on 05/01/2013 for further analysis. Upon receipt, the catheter was visually inspected. It was found that catheter ring #1 was damaged on proximal side with white foreign material. Ring #4 was damaged on proximal side. Ring #10 was damaged on proximal side. Spine cover was wrinkled on proximal side of ring #10. Due to the condition of the catheter this event is now a MDR reportable event. An ftir analysis was performed to the foreign material found under ring 1. The ir spectrum concluded that the particle has the chemical composition of polyethylene with a second compound identified as barium sulfate, a material frequently used as radio-contrast substance. The catheter was tested and it passed eeprom test but failed calibration tests. The catheter was then dissected and it was determined that the root cause was an interruption of the sensor cable leading to an error message on carto system. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding catheter error has been verified. An internal corrective action has been created to address the ring damage with foreign material issue.

Manufacturer narrative:
(B)(4).

Event description:
During a procedure, it was reported there was an error displayed on carto3, the catheter's 10th electrode did not have signal. The issue was resolved after the catheter was replaced. The procedure was completed without any patient's consequence. This event was reported on 04/10/2013. This catheter was received on (B)(4) 2013 for further analysis. Upon receipt, the catheter was visually inspected. It was found that catheter ring #1 was damaged on proximal side with white foreign material. Ring #4 was damaged on proximal side. Ring #10 was damaged on proximal side. Spine cover was wrinkled on proximal side of ring #10. Due to the condition of the catheter this event is now a MDR reportable event. The alert date was reset to (B)(4) 2013.